Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe integra 3ml w/ndl 25x1 rb had leakage at the luer connection. The following information was provided by the initial reporter: material # 305270 lot # 1315713. It was reported by customer that the medication leaked out of the syringe at the tru-lok connection with the needle and onto the skin. Verbatim: rcc received a complaint via email. Patient self-administers cyanocobalamin (b-12) using the bd integra syringe with pre-attached bd precision glide needle. During administration, the medication leaked out of the syringe at the tru-lok connection with the needle and onto the skin. Administration was stopped, but patient is uncertain how much of the dose was actually injected. Package, syringe, and needle are all available upon request.

Manufacturer narrative:
(B)(4)- supplemental MDR - leakage at luer connection. One sample of a 3ml integra syringe with a 25x1¿ needle (part number 305270, batch 1315713) was received and evaluated. The syringe and needle were received in an unsealed package and inspected with no defects observed. The needle cannula remained securely attached to the hub, and leak testing confirmed that neither the needle nor the syringe leaked. The plunger rod was fully depressed, and the needle retracted as designed. The accompanying photo showed one loose syringe next to the packaging, with the syringe empty and the shield partially filled with an unknown red fluid. The reported defect could not be confirmed based on the photo provided. It is recommended to hand-tighten the needle onto the syringe prior to use to ensure secure attachment. Furthermore, a device history record review was completed for provided lot number 1315713. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.